Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated that he has been experiencing low blood glucose. The current blood glucose reading is 580 mg/dl. Customer has had muscle pain and exhaustion. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.